Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that the clinician was holding the 15mm portex® siliconised pvc, oral/nasal uncuffed tracheal tube when intubating a patient. The device was in use for 2-3 minutes when the patient started to vomit and it was noticed that the tube was detached from the 15mm connector. The clinician confirmed that the tracheal tube dropped into the trachea and it was then removed. The tube was re-connected to the 15mm connector and was used on this patient. The patient recovered and there was no injury to the patient. This was not an emergent trach change.